Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained (identified via b5). Olympus will continue to monitor complaints for this device.

Event description:
The issue occurred during preparation for use.

Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope had air leakage from the distal end. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: a gap of adhesive on the distal end/stain entered inside the lens through the gap and there was a gap between acoustic lens and ultrasound probe. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: a gap of adhesive on the distal end and a stain entered inside the lens through the gap, there was a gap between the acoustic lens and ultrasound probe, due to deformation of the forceps elevator(fe) knob, the forceps elevator knob rotated concurrently, due to deformation of the forceps elevator, lock engagement lever, the upward/downward angulation control knob could not be locked securely, the nozzle was deformed/shaved, the adhesive on the bending section cover was detached, the angle could not be fixed, the right/left angle had fixed knob rotation, the angle down was insufficient, the scope cover had a chip, the scope cover was peeling, the elevator channel plug was loose, the appearance of the curved rubber adhesive part was abnormal, the switch or switch box was collapsed, there was a scratch/cut on the switch 1, the nameplate was peeling off, the cleaning tube mounting cap was loose, there was water/air leakage from flexible/curved parts, due to a scratch on the bending section cover, water tightness was lost, due to wear of the angle wire, the bending angle in the right direction did not meet the standard value and the ultrasonic probe was loose. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.